Manufacturer narrative:
The pump was not returned for evaluation as it remains implanted. With review of the available information and as reported by the physician, the events were not related to the device, but related to this patient's pre implant right heart failure and intractable post-operative ileus, which is a known potential adverse event associated with all surgical procedures; organ failure is a known potential adverse event that may be associated with all vad implant procedures as outlined in the instructions for use. The most likely root cause of the reported event is due to clinical factors, such as the patient's pre-implant right heart failure and post -operative ileus. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The site has indicated that the pump remains implanted, therefore it will not be returned. This device is used for treatment and not diagnosis. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including death and worsening heart failure have been associated with use of this device as outlined in the instructions for use (IFU). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Device remains implanted.

Event description:
It was reported that the patient developed abdominal pain with distension three (3) days after implant. A computed tomography (CT) scan on day seven (7) showed evidence of small splenic infarcts with distended loops of fluid in the small and large bowel representing ileus. Fourteen (14) days after implant the patient developed intractable shock with an escalating need for inotropic support. A CT with contrast of the abdomen showed free fluid in the peritoneum. The general surgery team was involved and performed a laparotomy which showed extensive bowel necrosis and evidence of multiple perforations. The patient expired. The treating surgeon reported the probable cause of death as mesenteric ischemia causing bowel necrosis and perforation due to intractable ileus and worsening right heart failure post left ventricular assist device (lvad). The treating surgeon stated that the patient's death is not related to the device. The device remains implanted in the patient's body; therefore it will not be returned for evaluation by the manufacturer.